Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received notice of an mhra adverse incident report submitted by a pharmacy technician on behalf of an adc freestyle libre user which reported the following: while at a pre-operative appointment at the hospital, a customer experienced a high readings issue, having received a sensor scan of 15.1 mmol/l while experiencing symptoms of confusion and sweating. The customer was placed into a room for observation but her medical state continued to deteriorate, so emergency services were called. A blood glucose reading was performed using the hcp meter, with a result of 2 mmol/l. The customer was diagnosed with hypoglycemia, administered intravenous fluid, and received additional unspecified treatment for hypoglycemia. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of an (B)(6) adverse incident report submitted by a pharmacy technician on behalf of an adc freestyle libre user which reported the following: while at a pre-operative appointment at the hospital, a customer experienced a high readings issue, having received a sensor scan of 15.1 mmol/l while experiencing symptoms of confusion and sweating. The customer was placed into a room for observation but her medical state continued to deteriorate, so emergency services were called. A blood glucose reading was performed using the hcp meter, with a result of 2 mmol/l. The customer was diagnosed with hypoglycemia, administered intravenous fluid, and received additional unspecified treatment for hypoglycemia. Based on the information provided, there was no report of death or permanent impairment associated with this event.